Event description:
Pocket erosion was reported. The pacemaker was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.